Event description:
It was reported that this left ventricular (lv) lead had high out of range impedance measurements greater than 3000 ohms. It was also noted that there was noise and loss of capture on the presenting when the impedance was high. An x-ray revealed that the lead was dislodged. The physician attempted a lead revision, however they were unable to use this lead in the new branch due to anatomy. The lead was explanted and replaced. No additional adverse patient effects were reported.